Manufacturer narrative:
(B)(4). The investigation was completed on 01/18/2017. Retain product and customer returns were tested and functioning according to specification.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 3.35 on an (B)(6) year old male patient presented with chest discomfort associated with coughing. There was no additional patient information at the time of this report. The customer states that return product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.